Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 500mg/dl. Troubleshoot was conducted. The customer was advised that the issues did not lie with the pump, but rather with connection on the reservoir. The customer states they will monitor the device and call back if issues persist.